Event description:
This is a spontaneous case report received from a medical doctor in united states on 16-jun-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2010 for permanent sterilization. Hysterosalpingogram (hsg) was done per patient. Doctor has photographs. Patient presented with increased vaginal discharge and generalized pain. Patient had coils hanging out of cervix. The physician removed one outer/inner coil from cervix and then caller removed a second outer/inner coil from cervix. Patient had pain during the removal procedure. Removal was a couple of days ago (2016). The physician will be receiving patient's records. Removal was done at doctor's office. The physician said patient was feeling better and will try to speak to patient again. Follow-up received on 23-jun-2016 (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and had coils hanging out of cervix that were removed by the physician. The patient was feeling better. Device expulsion is listed in the reference safety information for essure. Considering that essure may move out of the fallopian tubes and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information has been requested.

Manufacturer narrative:
Follow-up received on 22-sep-2016: the required follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and had coils hanging out of cervix that were removed by the physician. The patient was feeling better. Device expulsion is listed in the reference safety information for essure. Considering that essure may move out of the fallopian tubes and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information could not be obtained.